Manufacturer narrative:
The reported event of inappropriate shock therapy was not confirmed. As received, only the distal portion of the lead was returned in one piece. X-ray examination of the lead did not find any anomalies. Additional findings: electrical testing found an internal short between the right ventricle and superior vena cava cable conductor paths and destructive analysis found an internal insulation abrasion beneath the superior vena cava shock coil breaching the right ventricle cable lumen with one right ventricle cable abraded and partially melted.

Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of inappropriate shock were observed. An alert for over current detection (ocd) was observed on the right ventricular (rv) lead and suspected to be the cause of the inappropriate shocks. Reprogramming to deactivate high voltage therapy was performed and a lead revision is anticipated. No further intervention has been performed at this time. The patient was stable and will continue being monitored.